Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump alarmed battery-out limit alarm and they had high blood glucose levels. The customer¿s blood glucose level was 500 mg/dl. Customer treated their high blood glucose levels via manual injections since they were unable to deliver a bolus via insulin pump. Customer¿s current blood glucose level was 82 mg/dl. Troubleshooting was performed. Customer replaced the battery and cleared the alarm. The insulin pump will not be returned for analysis.